Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, odontalgia, gingivitis and tooth fracture. Current weight 125 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal"), pelvic pain ("pelvic pain/ pain/chronic"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), dermatitis allergic ("allergy rash/skin condition, other-rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs-blurred vision") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, migraine, alopecia, back pain, vaginal discharge, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, psychological trauma, dermatitis allergic, bladder disorder, weight decreased, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, vision blurred, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted- (B)(6) 2010 and 2016). Patient received treatment for events ¿dysmennorhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal. Bleed, urinary problems, bladder probs., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Imaging procedure - in 2010: he is going to set me up to have a hysterectomy, but he did not tell me why. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, odontalgia, gingivitis, tooth fracture and diarrhea. Current weight 125 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal"), pelvic pain ("pelvic pain/ pain/chronic"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), dermatitis allergic ("allergy rash/skin condition, other-rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs-blurred vision") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, migraine, alopecia, back pain, vaginal discharge, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, psychological trauma, dermatitis allergic, bladder disorder, weight decreased, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, vision blurred, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted-(B)(6) 2010 and 2016). Patient received treatment for events ¿dysmennorhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal. Bleed, urinary problems, bladder probs., vag. Discharge discrepancy noted as essure insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Imaging procedure - in 2010: he is going to set me up to have a hysterectomy, but he did not tell me why. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, odontalgia, gingivitis and tooth fracture. Current weight 125 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal"), pelvic pain ("pelvic pain/ pain/chronic"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), rash ("allergy rash/skin condition, other-rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("neuro condition/prob"), vision blurred ("vision probs-blurred vision") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, migraine, alopecia, back pain, vaginal discharge, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, psychological trauma, rash, bladder disorder, weight decreased, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, vision blurred, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy noted (B)(6) 2010 and 2016). Patient received treatment for events ¿dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, urinary problems, bladder probs., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Imaging procedure - in 2010: he is going to set me up to have a hysterectomy, but he did not tell me why. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs+mr received-new event nickel allergy were added. Event allergy rash/skin condition updated to rash. Event vision/eye problems type updated to blurred vision. New reporters, medical history, lab data, patient information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), pelvic pain ("pelvic pain/ pain/chronic"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), dermatitis allergic ("allergy rash/skin condition, other"), skin disorder ("allergy rash/skin condition, other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision probs") and was found to have weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, migraine, alopecia, back pain, vaginal discharge, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, psychological trauma, dermatitis allergic, skin disorder, bladder disorder, weight decreased, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion date discrepancy noted ((B)(6) 2010 and 2016). Patient received treatment for events ¿dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, urinary problems, bladder probs., vag. Discharge. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) apareunia, metrorrhagia (bleeding between periods), psych injury, allergy rash/skin condition, other, fallopian tube perforation, uterus perforation, bladder problems, urinary problem, vaginal discharge, fatigue, dental problems, hormonal changes, headaches, nausea, neuro condit/prob, vision probs, weight gain, weight loss were added. On 11-sep-2019: f/u 3 and f/u 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.